Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0q0w0, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension.

Event description:
Patient reported that his second implantable neurostimulator (ins) became infected and was removed. It was indicated that he noticed swelling and was treated with antibiotics but that did not help. The infection started at his implantable neurostimulator (ins) site and travelled up his leads until he noticed there was drainage out of his wound in his head. The ins and leads were removed. The indications for use for this patient were essential tremor and movement disorders

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.